Event description:
Found during routine testing. Customer called and reported the device will not function with hard paddles or therapy cables. Keeps saying "connect cable" despite fully seated connection. There was no patient use associated with the report.

Manufacturer narrative:
Physio-control supplied technical assistance and parts information for customer to replace the device's therapy connector.